Manufacturer narrative:
Other device used: catalog #00784301708, versys femoral stem, lot #60568595 manufactured by zimmer (B)(4). - remains implanted. Reviewed the device history records for the related part and lot combination and the devices have been manufactured, inspected, sterilized and packaged in accordance to the zimmer quality procedures at the time of manufacture. No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment a product history search was completed for the part and lot combinations listed above and no similar complaints for different devices were found. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. Based on the information provided, a likely cause for the reported issue is stem to head taper junction corrosion. A specific cause for the corrosion cannot be determined with the information provided.

Manufacturer narrative:
No devices were returned for further evaluation or images provided. The condition of the devices is unknown. Device history records for the lot codes associated with the head was reviewed. No deviations or anomalies were noted in the manufacturing process. The reported devices are used for treatment. It could not be verified if the stem used with the head is a compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. Review of the complaint history indicated no prior complaints for the part-lot combinations for the head. Based on the information provided a likely cause for the reported issue is stem to head taper junction corrosion. A specific cause for the corrosion cannot be determined with the information provided.

Event description:
It is reported the pt was revised due to pain, high cobalt levels, and an MRI revealing alval. During the revision, corrosion was seen on the trunnion.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 00784301706 , femoral stem beaded fullcoat 12/14 neck taper std. Body std. Offset size 17 17 mm distal dia. 160 mm length, 60568595; 00875101640, hxpe liner, neutral, oo 40, 61520991; 00875706401, continuum shell, cluster, 64 oo, 61442591; 00625006525, bone screw self-tapping, 61412713; 00625006535, trilogy bone screw 6.5x35, 61674457.

Event description:
It was reported that the patient's left hip was revised revision surgery 3 months post implantation due to metallosis, elevated metal ions, pseudotumor. Head and liner were revised. Corrosion was noted on the trunnion. No evidence of infection. It was reported patient had also experienced severe cognitive dysfunctions and headaches leading up to the revision procedure. During revision, muscle tissue was necrotic with fluid extruding through soft tissue. Pseudotumor was present. No additional information available.